Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred. A second perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed. Analysis of the returned device revealed a link detachment which can appear to the user as a cuff miss. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.